Event description:
The explanted products were returned for analysis. Analysis is pending completion.

Event description:
It was reported to the manufacturer that the patient's device was disabled and is not functioning. Attempts for additional information regarding what was meant by "not functioning" have been unsuccessful to date.

Event description:
An analysis was performed on the returned lead portions and a lead break was confirmed. Note that a portion of the unmarked connector silicone tubing including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis a lead break was noted. Visual analysis identified the area as being mechanically damaged which prevented identification of the coil fracture type with pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. The abraded opening / slice mark found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the slice mark that was made during the explanted process. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pins at one point in time. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Analysis was completed on the returned explanted generator and it met specifications.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death.

Event description:
Clinic notes received dated (B)(6) 2011, reported that the patient had a fall on (B)(6) 2011. Prior to their revision surgery a large lead break was seen. It had severed itself clean from other part of lead. Good faith attempts are underway for the product to be returned for analysis.

Manufacturer narrative:
Describe event or problem corrected data: omitted information from initial report in error.